Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 256mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by intermittent button response due to corroded keypad traces. The device also was unable to prime during the prime test as a result of a loose/flush drive support disk, and it was received with missing end cap sticker.